Event description:
The facility staff claims the table continued to run after the control was released. No injuries were reported.

Manufacturer narrative:
The product has not been returned at this time. An investigation was done on site by a local tech that did not result in any conclusion. The problem could not be duplicated. An investigation will be conducted when the product is returned.